Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in multiple gastric vessels using ruby coils. During the procedure, the physician successfully advanced eleven ruby coils into the target vessels using a non-penumbra microcatheter. While advancing the last ruby coil into the target location, the physician decided to retract the ruby coil to re-position it and noticed that it had unintentionally detached. It was reported that the ruby coil had detached partially in the vessel and partially within the microcatheter. The physician then pushed the remaining part of the ruby coil out of the microcatheter and into the vessel using the detached delivery pusher. The ruby coil was implanted successfully and the procedure was completed. There was no report of an adverse effect to the patient.